Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a non-working channel a stop button. This condition was found in the intensive care unit during programming/setup. It is unknown when this event occurred. This condition had the potential to interrupt delivery. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: upon evaluation by quality engineering, user error was found to have contributed to the reported condition as the keypad was a non-baxter part. Additional information: a labeling review was conducted and it was determined that the instructions in the manual are accurate and sufficient enough to prevent the user from using non-baxter parts in the pump. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with non-working channel a stop button was confirmed during product evaluation. This condition was caused by a disconnected keypad circuit board vertical interconnect access; however this was a non-baxter part. The channel a pumphead module was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.